Event description:
Received urgent recall notice dated 10/03/2013 for (B)(4) laboratories buffer solution, there was suspected mold growth in certain lot numbers. At this time, we are not aware of any adverse events associated with this product. The product was review and pulled.